Event description:
It was reported that system diagnostics were performed on the patient's vns device, and high impedance was observed. It was stated the patient recently had a generator replacement on (B)(6) 2015. Additionally, it was noted the patient has not experienced any adverse events and has been doing extremely well. The patient was sent for x-rays. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
An implant card was received which confirmed the pin re-insertion surgery took place on (B)(6) 2016. The implant card showed the lead impedance measured 2741 ohms. It was also confirmed by the company representative that the pin re-insertion resolved the high impedance. No additional relevant information has been received to date.

Manufacturer narrative:
This information was inadvertently reported incorrectly on the initial MFR. Report.